Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0vf07, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0lzzk, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Information was received from the health care professional (hcp) that reported after the second side was implanted with a lead, they were noticing a jolting on the same side as the impedance measurements. When they measured electrode impedances on the right, the patient felt the jolt regardless of the amplitude at which the impedances were run. The jolting also occurred when making electrode configuration changes. The patient experienced a jolting on the entire right side of the body. They were implanted for essential tremor. This only occurred after the second lead was implanted on the left side. When they would measure the therapy impedances, the issue would not occur and when measuring the electrode impedances on the left side, the issue would not occur. The patient would "jump" and this was not similar to the typical impedance measurement effect when the patient would feel some sensation on the opposite side of the body. The therapy impedances were normal and the electrode impedances were between 1,000-2,000 ohms and the bipolar values were greater than the unipolar. Further follow-up was being conducted to determine what the cause of the shocking sensation was and had it been resolved. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported that the cause of the shocking/jolting sensation had not been determined and was not resolved. On (B)(6) 2015, it was further reported by the hcp that they saw the patient on (B)(6) 2015. The patient continued to have the jolting with electrode changes, when turning the therapy off, and when making new groups. This was quite painful and uncomfortable to the patient and the hcp did not feel comfortable trying to isolate the effect since that would mean more jolting for the patient. They did not test the electrode impedances this time due to the same reasons. As of (B)(6) 2015, the patient settings were as follows: left vim: c+0-, 3.2volts, 150us, 130hz, and therapy impedance was 445ohms at 6.2volts. Right vim: c+9-, 3.5volts, 120us, 130hz, and therapy impedance was 1414ohms at 1.3volts. There was tingling and tremor in the right body with an impedance check on the right device. The hcp used only the 3 pre-set amplitude values when running the impedances. They did not try to isolate the electrode pairs and they were not sure how to do that. The impedance measurements of the right lead yielded results c-8=1849ohms, c-9=1381ohms, c-10=1081ohms, and c-11=1175ohms. The bipolars were all under 2500 ohms. The hcp did not assess all the electrodes on the right side in this patient due to the jolting associated with montage changes. Here are the thresholds for the left brain/right body lead: c-0=423ohms, c-1=2600ohms, c-2=423ohms, c-3=2447ohms, 0-1=2600ohms, 0-2=94ohms, 0-3=2400ohms, 1-2=2600ohms, 1-3=5000ohms (high impedance), and 2-3=2400ohms. The electrode survey of the right lead yielded the following important findings (for parameters, v=voltage in volts, pw=pulse width in f=frequency in hertz): on c+8- at v=2, pw=90, f=130 there was transient tingling, lightheadedness, and the tremor was 80% better (90% gone) and when the voltage was increased to 2.5 volts there was tremor tingling, their tongue felt strange, there was a metallic taste, and a slurring of speech. On c+0- at v=2.9, pw=120, f=130 there was tremor with holding a mouse and when pw was increased to 150 there was transient tingling in the right hand and the mouse tremor resolved; there was a residual dysmetria on fnf (index finger moving in front of patient's nose). When the setting were switched from c+8- at v=2.1, pw=120, f=130 to c+9- at v=1, pw=120, f=130 the electrode impedance measurement resulted in a jolt in the ipsilateral (right) side. It was a very strong tingly jolt in the right arm with changing electrode configurations. On c+0- at there was no tingling and no tremor benefit until increasing to the voltage to 3.0 volts where the tremor was 50% better and there was transient hand tingling. When increased to 3.5 volts, the tremor was better by 80% and the patient thought this was better than when they came in. On c+0- at v=2.9, pw=150, f=160 the tremor was worse. When the voltage was increased to 3.2 volts and the frequency was decreased to 130 hz, the tremor was better. It was demonstrated again that when switching electrode configurations from c+0- to c+9- and when making new groups, the patient felt a very strong tingly jolt in the right arm. The electrode survey of the left lead yielded the following important findings (for parameters, v=voltage in volts, pw=pulse width in &#62700; f=frequency in hertz): on c+0- at v=1, pw=60, f=130 there was transient tingling in the hand and the tremor was the same. At v=1.5 there was tingling and the tremor was 90% better. At v=2 and v=3 the tingling was more severe in the fingers but resolved tremor by 90%. On c+1- at v=0.5, pw=60, f=130 there was no tingling and tremor was 80% better. At v=1, the tremor was 70% better and the wing tremor came back. At v=1.5, there was transient tingling, the fnf was better and some wing tremor. At v=2, the wing tremor went away. At v=2.5, there was mild ataxia. At v=3, the ataxia was worse. On c+2- at v=0.5, pw=60, f=130, there was no tingling and their tremor was better. At v=1, v=1.5, and v=2, the tremor was better by 30-50%, 20%, and 20%, respectively. At v=2.5, there was transient tingling and their tremor was better by 30-50%. At v=3, there was transient tingling, the tremor was better by 80%, and minimal ataxia on fnf. On c+3- at v=0.5, pw=60, f=130, there was no tingling and tremor was better by 20%. At v=1, v=2.5, and v=3, there was no tingling and tremor was better by 50%, 70%, and 70%, respectively. The best response was seen on c+0- at v=2, pw=60, f=130, where there was transient tingling and the tremor was better by 90%. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp later reported the cause of the jolting and broken electrodes was not determined. The fluctuation at the patient's burr hole was thought to be a device issue.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0vf07, implanted: (B)(6) 2015, product type lead; product ID 3387s-40, lot# va0lzzk, implanted: (B)(6) 2014, product type lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was further reported that the patient initially had excellent tremor control that later deteriorated completely. The patient¿s initially controlled tremors have become barely controlled. The patient¿s impedance measurements the day of the report were found to all be very low. Two reading were found to be below 100ohms. The hcp has avoided programming on two electrodes with the lowest impedance, and this seems to avoid the ipsilateral jolting. It was stated that the dbs does work, the patient¿s tremors are clearly better when it is on versus when it is off. The patient was seen by a manufacturing representative to discuss lead repositioning, but after programming the patient¿s tremors were fixed temporarily so repositioning was abandoned. The patient¿s tremors were only better for a few hours. The settings at that time included an electrode that the hcp now thinks is broken. It was also stated that the patient has a fluctuation at the burr hole on the right forehead, but the hcp did not know if that was significant or not. No further complications were reported or anticipated.